Event description:
Description: re: clear care my college-age daughter was spending the night at a friends home. She realized she had forgotten her contact lens solution, so her friend located a roommate's solution to put her contacts in for the night. It was clear care. She did not see, not look for any special warning labels on the already open container. In the morning, my daughter put her right lens in her eye, and started to scream in pain immediately. She removed the contact, and after no success with flushing the eye with water, she went to the emergency room. They flushed her eye for an extended period of time with no abatement of symptoms. Dye was used to determine her eye had hundreds of micro-abrasions. The hospital gave her some antibiotic eye drops and referred her to an eye doctor whom she visited as soon as their office was open on monday. The eye doctor prescribed an even stronger medication and advised her to return for a f/u. This just occurred last weekend, so no documents or f/u reports are yet available. Outcome: visit to clinic/doctor visit to an emergency room medical tests more medicine to reduce or relieve the possible bad effects of the error other. Where did the error occur: community. When and how was error discovered: as described above, the problem with the product was immediately ascertained by my daughter upon its use. She felt upset and negligent that she had not looked for a warning label, but truly, whey would anyone look for a warning on something as innocuous as contact solution? Today I went to a pharmacy and compared the clear care warning label on the box to another product that is a standard solution. The only significant difference is that the clear care warning was in a red box. Neither product adequately described what the consequences of misuse would result in, nor how to immediately handle accidental misuse. Something a typical shampoo bottle would have as course of business. I was no more alarmed or alerted by the clear care warning than the other product. We are still in the process of determining the extent of the damage to her eye. The question below about final outcome is premature in this case. Pt counseling provided: unk. Reporter's recommendations: this product should be placed behind the counter at the pharmacy. It should have a name that in no way would confuse it with ordinary contact solution. It should come in packaging an da bottle that are not at all similar to other solutions. It should have a warning on the bottle near the cap that says boldly: "stop this product is not regular contact solution and may cause permanent eye damage if not used with a specially designed case. If all these things don't stop the problem, the product should be discontinued. (B)(4).